Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We were informed that during surgery; the laser function could not be utilized due to an error message indicating a humidity-related issue. The laser remained unavailable throughout the procedure. As a result, the surgeon was unable to complete the intended procedure, and a follow-up surgery will be required to perform the laser treatment. No report of patient/user harm. However, the procedure was aborted due to this event.

Manufacturer narrative:
In regard to this complaint, both a laser interface connector and a laser main house were provided for investigation. Investigation of the laser interface connector did not reveal any anomalies, it worked according to d.o.r.c specifications. Investigation of the laser mainhouse revealed the occurrence of the error f11a in the laser memory. The humidity sensor initially showed 70%, but after its wires were touched, the value increased to 95% and remained elevated, indicating that the humidity fault reported by the customer was likely triggered by a faulty sensor connection. Based on the investigation performed, the reported event is considered attributable to a wiring issue of the humidity sensor of the laser module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva nexus surgical system are included in the analysis (lm-wiring). Since 2022 more than 320.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We were informed that during surgery, the laser function could not be utilized due to an error message indicating a humidity-related issue. The laser remained unavailable throughout the procedure. As a result, the surgeon was unable to complete the intended procedure, and a follow-up surgery will be required to perform the laser treatment. No report of patient/user harm. However, the procedure was aborted due to this event.